Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pg2895, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. It was reported that the problem of pulling off suture needle happened when sewing the skin during surgery. Another like suture was used to complete the surgery. There were no patient consequences reported.